Event description:
It was reported that bd alaris smartsite pump infusion set had air in line. The following information was received by the initial reporter with the following information. Yes, the air in the tubing was connected to the patient. No additional treatments were needed. But had the alarm ran for longer than it did it could have caused air embolism.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Photos received.

Manufacturer narrative:
Investigation summary: photos were taken by the customer that confirm the failure of tubing kink. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for material# 2426-0007 and lot# 24123231 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13dec2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.